Event description:
It was reported that this implantable lead was explanted due to failure to capture. The lead was replaced and no additional adverse patients effect were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).